Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t2 and suture were returned off the needle. The t1 was not returned. The actuator is at the end of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the device will not cycle due to the bent needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information: b5: event description. Corrected data: h6.

Event description:
It was reported that during a meniscal repair surgery; after a fast fix t1 was implanted, the t2 implant deployed simultaneously; however the t2 implant did not deploy through the meniscus per se. T implants were removed manually by the surgeon. Surgery continued without any delay, with a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscal repair surgery; after a fast fix t1 was implanted, the t2 implant deployed simultaneously; however the t2 implant did not deploy through the meniscus per se. T implants were removed manually by the surgeon. Surgery resumed with a back-up device; however it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).